Event description:
" Cup split at site where it meets the connection tubing". Ref :(B)(4). Further details - m-select mushroom vacuum-assist delivery cup applied at the flexion point below the posterior fontanelle. Position checked and pressure increased to 20 cmhg. Application rechecked and pressure increased to 80 cmhg. Gentle traction was applied and baby's head rotated. Cup detached after the second pull and loss of suction noted during that pull. Cup reattached and position of cup rechecked. Air leak heard and lack of adequate suction noted by the registrar conducting the delivery. Cup removed and split seen by the registrar. Please note - account rep stated in regards lot/serial number: "packaging discarded however present stock on the area have been collected by aquilant's territory manager (to be returned to you for evaluation)".

Manufacturer narrative:
*Investigation . X-initiated manufacturer's investigation . X-review DHR . X-inspect returned samples . *analysis and findings. Distribution history: not applicable to this complaint. Manufacturing record review the DHR for this device (attached) was reviewed and no non-conformities related to the complaint condition were noted. The cup and disk, subassembly pn 910037-310002 was molded by carclo technical plastics, and received the first installment of a running molded run (lm232096) on 1/29/16 and issued from sk to work order (B)(4) 1/13/17 (data works printout attached) and completed / packed 1/20/17. Incoming inspection review. The subassembly is on dts therefore no iqc inspection was performed. Service history record. Service history record not applicable to this product. Historical complaint review a review of the product two-year history indicated did not reveal any trends related to the description of the reported event. The reported event will be monitored for possible future reported event trending. Product receipt. The affected sample along unopened m-select devices were returned from aquilant surgical with RMA 302368. Visual evaluation. The visual evaluation confirmed the reported event, in that a breach was noted on the stem to cup base. Functional evaluation. Functional evaluation is not applicable to this complaint. Root cause. Definitive root cause is indeterminable however, the breach is inconsistent with product use or functional attributes of the m-select cup subassembly that is in accordance with the product IFU. Six additional devices that were returned along with the same RMA, were evaluated in trying to replicate the breached mushroom cup stem and was unsuccessful. The stems were aggressively bent at multiple angles, and in each attempt the cup material remained pliable and did not tear and noted on the returned affected complaint sample, see photos. *correction and/or corrective action. Coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time, as the complaint condition was not confirmed. No further training required at this time. *preventative action activity. Distribution history update from investigation tab. The complaint unit/product was manufactured at csi on 2/3/17 under work order (B)(4). Coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition. A follow up report will be filed upon completion.

Event description:
"Cup split at site where it meets the connection tubing". Ref : e-complaint (B)(4).